Manufacturer narrative:
The investigator assessed the relationship of the adverse event to mapping, injection and c-cure as possible. A myostar catheter with an unk lot number was also used during the procedure. The myostar catheter is not approved and not distributed in the united states. (B) (6).

Event description:
During a clinical trial case, a subject experienced moderate blurred vision in the left-eye on taking an unk dose of c-cure during the above study. Visual disturbances were reported by the pt 1 day after discharge and persisted 20 days after treatment with a documented visual defect by the pt's ophthalmologist. In the ophthalmologist's opinion, this is caused by a microvasculature obstruction. It is unclear if the event occurred due to catheter manipulation in an infarcted ventricle or the left ventricular angio prior to cell injection, or the injections themselves, or due to defibrillation because of sustained pulseless vt which occurred during the injection procedure. No echocardiographic thrombi were present and no thrombi were observed on MRI's prior to ICD implantation. Asa and plavix continued and act tailored heparin was used during procedure. The pt has had migraine attacks in the past, preceded by visual aura, but no longer than 6 hours, whereas the present visual complaint was persistent for 1 month. Corrective action of oct was taken on (B) (6) 2010 in management of event.